Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Nakama 2025, 3-year outcomes of drug-eluting stent vs drug-coated balloon for femoropopliteal artery lesions. Retrospective multicenter registry included fpa evt using des or dcb at 7 cardiovascular centers in japan (2017-2021). Des included zilver ptx (cook medical) and eluvia (boston scientific); dcb included in. Pact (medtronic) and lutonix (becton, dickinson and co.). Among them, 342 patients were treated with des, whereas the remaining 1,064 received dcb. 82 of the 342 patients in the des group received a cook zilver ptx device. After matching, the 3-year primary patency rates were significantly higher in the des group than in the dcb group (65.3% vs 59.5%) 37.7% of the des grpup had a loss of patency. This accounts for 31 patients that received the zilver ptx device. (37.7% of 82 = 30.9 patients) freedom from cd-tlr rates were similar between the 2 groups (73.2% vs 72.2%). 26.8% of the des population required tlr this accounts for 22 patients of received the zilver ptx device. (26.8% of 82 = 21.9 patients) this complaints will capture 22 cases of loss of patency requiring intervention. Male 74.5% average age 75.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response literature paper ¿nakama 2025, 3-year outcomes of drug-eluting stent vs drug-coated balloon for femoropopliteal artery lesions¿ and captures 22 cases of loss of patency requiring intervention. This complaint is related to (B)(4) ¿ nakama 2025 ¿ loss of patency which captures (B)(4) cases of loss of patency without intervention. For more information, please refer to (B)(4). Device evaluation: the zilver ptx drug eluting peripheral stent of unknown catalog number and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: the japanese packaging insert c-ci1502 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that restenosis or occlusion of the stented artery is listed as a known potential adverse event within the japanese packaging insert. There is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause of loss of patency resulting in restenosis and a requirement for tlr (target lesion revascularization) could be attributed to the patients pre-existing conditions. The zilver ptx device itself did not cause the loss of patency. The device could have contributed to the restenosis which resulted in the requirement of tlr, which is an inherent risk of the device but the patients pre-existing conditions e.g., lesion length and dissection grade c were the main factor causing the tlr. As previously mentioned, restenosis or occlusion of the stented artery is listed in the device japanese packaging insert as a known potential adverse effect of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to literature paper ¿nakama 2025, 3-year outcomes of drug-eluting stent vs drug-coated balloon for femoropopliteal artery lesions¿ and 22 cases of loss of patency requiring intervention. Confirmed quantity of (B)(4) x used devices. According to the literature paper, (B)(4) cases of loss of patency requiring and restenosis requiring tlr (target lesion revascularization) were experienced. Details of the intervention were not provided however as per clinical input; these patients would have required intervention/additional procedures as a result. Investigation findings conclude that possible root causes could be attributed to the patient¿s pre-existing condition.

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-dec-2025.